Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the gantry door of the imaging system would not open. There was no patient present at the time of the issue.

Manufacturer narrative:
Analysis of the software determined to be inconclusive. Unable to find a root cause to the event.